Event description:
According to the information received, the patient developed ecotopic atrial tachycardia (sustained) with a decrease in blood pressure during the device deployment which did not break with three doses of adenosine 12 mg IV. The patient was cardioverted with 100 joules applied and the patient converted to sinus rhythm.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since the device remains implanted. The results of this investigation are inconclusive since the product remains implanted. No further information is expected to be received regarding this event.